Event description:
Pt was complaining of pain and stiffness and not progressing six months after rotator cuff repair. Surgeon performed a second procedure and found that the head of the mitek cufftack anchor had broken off. Fragment was removed and the rotator cuff repaired.